Event description:
It was reported that the patient faced four infusion sets tubing leakage events at site on 25-mar-2026. The infusion sets were used for twenty four hours. Blood glucose level was high at the time of the event and patient took correction bolus via pump and injections.

Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.